Event description:
It was reported the camera head image had noise. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. In addition, the following malfunctions were identified during the device evaluation: b30 scope communication error and flooding from the connector rating plate section. Based on the results of the investigation, it is likely that the following led to the customer's reported malfunction: the stress boot disconnection on the connector side caused a communication failure, resulting in the generation of image noise. However, a definitive root cause could not be established. Based on the results of the investigation, a definitive root cause for flooding from the connector rating plate section could not be established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.